Event description:
A 20mm diameter x 12mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. An aortogram performed 10 days before demonstrated bilateral renal arteries without stenosis. The aneurysm in the proximal aortic neck measured 17mm superiorly and approx 15mm more distally. Maximal luminal diameter of the aneurysm sac was 3.6cm. The pt had a previous end to side aortobifemoral bypass graft. The proximal portion before the bifurcation of the graft showed a diameter of 16mm. The limbs of the graft each showed a diameter of approx 8mm. The native right common iliac artery filled from the native aorta and supplied some flow to the right internal iliac artery. It was noted that the native right external iliac artery and the left common iliac artery were occluded.